Event description:
It was reported the luer hub was separated from the extension line. The catheter was removed and replaced. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, 1-l cvc for investigation. Signs of use in the form of biological material was observed. Visual inspection revealed the distal extension line was separated directly adjacent to the luer hub. Remains of the extension line were visible inside the separated luer hub. The total length of the catheter body measured to be 209mm which is within the specification of 201.5mm-210.5mm per catheter product drawing. The outer diameter of the distal lumen measured to be 2.14mm which is within specifications of 2.13mm-2.21mm per product drawing. The inner diameter of the distal lumen measured to be 1.4224mm which is within the specification limits of 1.420-1.500 mm per product drawing. This indicates that the wall thickness measured within specifications. A lab inventory guide wire with a diameter of .032" was inserted through the distal tip of the returned catheter. The guide wire was able to pass completely through the catheter with little to no resistance. Performed per IFU statement "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Visual analysis revealed that the distal extension line had separated adjacent to the luer hub. It was noted that remains of the extension line were found within the luer hub. A CAPA has previously been initiated due to an increasing trend of cvc extension line leaks and separations. The root cause of this issue has not yet been determined. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
It was reported the luer hub was separated from the extension line. The catheter was removed and replaced. The patient's condition is reported as fine.